Event description:
Physician reported, "device was found damaged through explant surgery". And "rupture". The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the photographs identified, opening on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "device was found damaged through explant surgery" and "rupture". The device was explanted.